Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) were updated. The qc showed imprecision with some out-of-range results. The field service engineer replaced the lamp/bulb, which was overdue for replacement by the customer. The product labeling states "replace abs. Halogen lamp... Interval after 800 hours in running or standby". The investigation determined the event was due to insufficient customer maintenance. The customer did not report any other issues after the service.

Manufacturer narrative:
The serial number of the customer's cobas integra 400 plus is (B)(6). The field service engineer inspected the analyzer and performed a failed lamp test. He verified that all the other mechanisms were performing according to specifications. The investigation is ongoing.

Event description:
The initial reporter received questionable tina-quant c-reactive protein IV (crp) assay results from two patient samples tested on the cobas integra 400 plus. Patient sample 1 the initial result was 102.67 mg/l. The repeat result was 5.23 mg/l. Patient sample 2 the initial result was 141.15 mg/l. The repeat result was 46.94 mg/l. The initial results were not reported outside the laboratory. The patient samples were used for a correlation study for a new analyzer. The repeat results matched the results from the new analyzer.